Manufacturer narrative:
72404156, 1000246830, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic.

Event description:
It was reported that patient liaison stated that the patient called after seeing his doctor for his 6 week follow-up visit: he has several concerns: he is convinced that the doctor put in a device that is too short; he states that it doesn't go to the tip of his penis and falls short; he states that it doesn't look like any of the pictures in the literature, he states that the tubing that goes from cylinder to pump is wrapped "around his penis" on the inside and that he can feel it, he has contacted a doctor in portland, or for a second opinion and will see him (B)(6) 2019; he will contact me after the consult with an update.